Manufacturer narrative:
The device was yet not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A neurosurgery nursing supervisor reported that the patient's head slipped when the a3059 mayfield composite series skull clamp was being used in an unspecified procedure. Additional information was received on (B)(6) 2018 stating that the event occurred at the end of procedure on (B)(6) 2018 (exact date unknown). The patient was still in pins in the prone position when the slippage occurred. There was no laceration or delay in surgery noted.

Manufacturer narrative:
The device was returned for evaluation. With respect to the returned unit it has passed all specific functional testing requirements, except for the lock having up and down movement when unit is not under pressure and unlocked, this would not have caused a slippage. When unit is properly positioned and put under pressure, unit would have not slipped. The device history record reveals no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. Complaint is unconfirmed. (B)(4).